Event description:
The patient reported his insulin infusion device was alarming with a "77" (electronic error) on the screen. During troubleshooting, it was discovered the patient is using recalled power packs and that the battery has been in use for well over 2 weeks. The patient stated that he did know about the recall but not that it had been corrected. He was instructed to dispose of the recalled batteries he still had. He stated he only had recalled batteries. He installed a recalled battery and he stated the infusion device was working fine. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Corrected power packs were provided to the patient.

Manufacturer narrative:
No product will be returned for evaluation.